Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016; 6932-65 lead, implanted: (B)(6) 2001.

Event description:
It was reported that five days post implant there were failed dfts (defibrillation threshold testing) and the patient required external cardioversion to terminate arrhythmia. The sq (sub-q) coil lead was removed and a transvene coil lead was implanted in the main body of the cs (coronary sinus) without incident. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.